Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.